Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing short interval counts (sic) which was noted as noise on the lead. The lead was partially explanted and then replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.